Event description:
In this event it is reported that the patient experienced an allergic reaction to the nontemplate aligner arch. Patient symptoms included purple dots in their mouth.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR), the incoming inspection records, and evidence provided (allergic reaction checklist and return), we found no evidence or deviation in the records reviewed, indicating that the defect could have been generated during the manufacturing process. The materials used for the manufacturing of the sales order were inspected and met the acceptance criteria. The aligners were inspected and met the inspection criteria according to procedure 0281-wi-aln-005-3 aligner final qc & wash, visual detection of the defect.